Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in for help with etco2 unit has a channel error on unit once connect and power on. Will need to return unit for services repair. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: biomed tech. Called in for help with etco2 unit has a channel error on unit once connect and power on. Will need to return unit for services repair.